Event description:
The physician intended to use an integrity stent in the mid rca. The lesion was heavily calcified, and mildly tortuous. No abnormalities were reported in relation to anatomy. The lesion was predilated. No issues were noted when the device was inspected before use. Resistance noted when advancing the device. It was reported that this was caused by the calcium. Aggressive force was used. It was reported that stent deformation in-vivo occurred during positioning/advancement. A stent strut flared on the proximal edge. No stent was deployed as none would cross. The patient did not suffer any injuries.

Manufacturer narrative:
Evaluation summary: numerous kinks were evident along the hypotube. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 11-12th distal stent wraps with struts raised and bunched. No deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.